Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that the 66-year-old male patient on impella cp support coded. Initial rhythm was pea; pulse lost with the patient at bedside with immediate recognition. CPR started and the patient was intubated with return of spontaneous circulation. Echo performed after code and the impella was repositioned. The patient was successfully weaned.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Vt/ vf: as the necessary information was not provided, the root cause of the vt/vf was not determined. Positioning issue: ¿as per the clinical information provided, the root cause of the positioning issue was use related to cardiopulmonary resuscitation (CPR) given to the patient as a response to patient coding.